Event description:
It was reported that prior to a procedure, the scrub nurse opened the new package and saw that the paddle jaw of cs14c was broken. The nurse then opened a new one to use in this case. No patient consequence.